Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted arterial catheter insertion, the procedure was unsuccessful. Upon removal of the catheter, it was observed that a portion of the catheter was missing, indicating catheter fracture and retention within the patient. As a result, the patient underwent an exploratory arteriotomy to retrieve the retained catheter fragment. The fragment was successfully removed during the originally scheduled surgical/anesthesia period. The patient was discharged on the same day without reported complications or adverse sequelae.